Event description:
It was reported that a surgery was delayed by over one hour after the driver became jammed with the screw after it was inserted into the patient. The surgeon had to reposition the nail after trying to insert the screws twice.

Manufacturer narrative:
The associated device was returned and evaluated. Part exhibits signs of significant wear/usage. No visible signs of damage that would cause part to malfunction. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Hexdriver functions as intended with mating part. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.